Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient notified the distributor on (B)(6) 2015 that he had a burning sensation under the therapy electrode (te) pads and small red marks that were irritating him. Burning sensation sometimes from the te pads, he has small red marks which he states irritates him. He reported that the red marks were the size of the holes from the back and front te pads and were open. There was no alleged device malfunction. The patient did not require any medical intervention. The final medical outcome of the irritation is unknown.